Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy while in atrial flutter. Programming changes were made. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.